Event description:
It was reported that on an unknown date, an amplatzer vascular plug was chosen for procedure. During procedure, the plug was deployed. After release, the device subsequently migrated into the pulmonary system. The plug was retrieved in interventional radiology (ir) via transcatheter snare. The patient status was unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolized into the pulmonary system was reported. A returned device assessment could not be performed as the device was not returned for analysis. No information received from field to rule out any related causes. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on an unknown date, an amplatzer vascular plug was chosen for procedure. During procedure, the plug was deployed. After release, the device subsequently embolized into the pulmonary system. The plug was retrieved in interventional radiology (ir) via transcatheter snare. The patient status was unknown.